Manufacturer narrative:
Product event summary: the distal segment was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Continuation of concomitant medical products: 419688 lead, implanted: (B)(6) 2009. Dtba1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had instances of dizziness. A lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited oversensing, noise, elevated sensing integrity counter (sic), out of range impedance, non-sustained ventricular tachycardia episodes, high rate non-sustained episodes, and was possibly fractured. The lead was reprogrammed and was later explanted and replaced. No further patient complications have been reported as a result of this event.